Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that three struts at the most proximal row were lifted and slightly pulled outwards. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on new information received on (B)(4) 2013. It was reported that the device packaging was opened and returned. A 3.00x38mm promus element plus stent was opened in error. Delivery was not attempted and the device was returned. However, additional information revealed proximal stent damage.